Event description:
It was reported that a full revision of the lead and battery was scheduled due to loss of efficacy following weight loss and multiple falls. The original system from the (B)(6) 2023 implant was fully explanted, and a new system was implanted on (B)(6) 2025. There were no complications reported. The patient has been doing well; there were no performance issues with the explanted devices.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a full revision of the lead and battery was scheduled due to loss of efficacy following weight loss and multiple falls. The original system from the (B)(6) 2023 implant was fully explanted, and a new system was implanted on (B)(6) 2025. There were no complications reported. The patient has been doing well; there were no performance issues with the explanted devices.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.